Manufacturer narrative:
It was reported that patient underwent a gynecological surgical procedure on (B)(6) 2008 and prolift anterior and prolift posterior were implanted. It was reported that the patient experienced undisclosed injuries. No additional information was provided.

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by an attorney that the patient underwent a ventral incisional hernia repair surgery on an undisclosed date and mesh was implanted. It was reported that on (B)(6)2016, the patient underwent a surgical procedure to remove extensive adhesions of the mesh to her intestines and had multiple bowel loops stuck to the mesh. Some of the mesh was removed at that time. On (B)(6)2016, the patient underwent another invasive surgical procedure to repair a recurrent incisional hernia, to remove extensive adhesions of the mesh to her bowel, and to repair a serosal tear of her bowel where it had been stuck to the mesh. It was noted that the tissue in the areas where the mesh was adhered to the bowel was ¿inflamed.¿ no additional information was provided.

Manufacturer narrative:
It was reported that the patient underwent a ventral incisional hernia repair surgery on an (B)(6)/2013 and physiomesh was implanted. It was reported that following insertion the patient experienced pain. In addition, a device history review has been inserted into the file. This review indicates that there was no quality concerns associated with the manufacturing process.